Manufacturer narrative:
Although the actual lot number is unknown, a manufacturing review was performed on 4 identified potential lots recently sold for this customer. The lots met all release criteria. There are no similar complaints for any of the potential lot numbers and issue to date. The investigation is inconclusive, as the sample was not returned for evaluation and images were not provided for review. Based on the manufacturing review conducted, information reported and investigation, the root cause does not appear to be manufacturing related. The definitive root cause for this event could not be determined based upon available information. It is unknown whether procedural issues contributed to the event.

Event description:
It was reported that 3 days after a breast tissue marker was implanted the patient found a rash. The patient went to urgent care where she was diagnosed with contact dermatitis and was given prednisone and recommended she take benadryl. There is no other known impact or consequence to patient.

Event description:
It was reported that after a breast tissue marker was implanted the patient found a rash. The patient went to urgent care where she was diagnosed with contact dermatitis and was given prednisone and recommended she take benadryl. There is no other known impact or consequence to patient.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway. Information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.